Event description:
Information received from reporter. A pt wearing acuvue oasys contact lenses developed a corneal abrasion in 2007. The pt reportedly had a difficult time removing a contact lens from the od and had :forcefully" removed the lens from the eye. The pt experienced pain for 3 to 4 days following that event and then sought treatment from an eye care professional (ecp). The ecp's clinic was contacted and the diagnosis was corneal epithelial abrasion in the pt's od and the pt had decreased va and severe pain. The va at that time was 20/330. The pt was treated with gatifloxacin hydrate and betamethasone sodium phosphate eye drops and po prednisolone, cefcapene pivoxil and famotidine. The ecp reported the pt had less eye pain while wearing lenses and was allowed to wear acuvue lenses. The pt's va on that day was 20/330. On the following month, the pt's va was 20/33. At the the same day visit the ecp had the pt remove the acuvue contact lens and instructed the pt to discontinue lens wear until the abrasion resolved. On eleven days later, va was 20/17. The pt was instructed to continue to use the eye drops and stop taking the po medications. The pt was diagnosed with corneal erosion od. On sixteen days later, we received information from our japan affiliate indicating that during a follow-up call with the clinic on the day before, they spoke with the ecp. The pt was last seen in the clinic on nineteen days after the original date. On the the same day visit, the pt was found to have astigmatism in the os. The ecp told us for the first time that on the initial visit on original date, the pt's od cornea was "infected" and iritis was observed. The ecp said that was due to the pt waiting 3 or 4 days after the forceful removal of the contact lens to seek medical care. The pt has not returned to the clinic the following month, visit and the ecp has no additional information. Product and lot# information were not available. Any additional information will be submitted within 30 days following receipt. All MDR events are reviewed at quarterly management review meetings.

Manufacturer narrative:
No conclusion can be drawn.